Manufacturer narrative:
(B)(4). D10: cat# 110024465 lot unk g7 dual mobility liner 46mm g. G2: foreign: japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision due to dual mobility intraprosthetic dislocation. Attempts have been made and no further information has been provided.